Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure to treat the right coronary artery (rca) the 2.75 x 20 mm taxus express2 drug eluting stent (des) was unable to track over the choice guide wire. The procedure was successfully completed with another of the same device with no pt complications reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed stent damage. The damage was found on the seventh and eight row from the distal end. Some of the stent struts were crushed. Slight kinks were found along the entire length of the hypotube. This type of damage is generally consistent with excessive force having been applied to the device. The balloon or stent protector was not returned with the device indicating that the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the mfg documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to handling damage.